Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient weight not available from the site. On 6/13/2017 a medtronic representative went to the site to perform a system request. The representative was unable to replicate the issue. System passed all testings and is working normally. Medtronic representative tried to obtain the navigation system logs but was unable to gather logs. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the navigation system lost power and rebooted itself rather than exiting the application. Site reported that during surgery there were power surges like light flickers due to weather. Rebooting the system resolved the issue. The surgery was completed with the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.